Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. The issue has reportedly resolved following the procedure.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported experiencing unpleasant overstimulation at least three times since (B)(6). The patient stated having to hold on to someone/something for support whenever these sensations occur. The patient discontinued using his system due to this issue. Surgical intervention is planned as the next course of action. Date of event is unknown.